Event description:
The obturator of the sheath would not penetrate the valve. The radiologist was able to use a different sheath by cook medical to complete the procedures. There was no impact to the patient.